Event description:
It was reported that the articular surface would not seat properly onto the tibial tray. A new articular surface was opened and successfully locked into place.

Manufacturer narrative:
Evaluation summary: based on the damage to the retaining tabs, it appears the device was not optimally aligned prior to the initial insertion attempt. Evaluation: as received, the articular surface shows deformation damge to the anterior retaining tabs and to the dovetail feature of the device. Heavy gouging is observed on the bottom of the device. The device was found to meet specifications as measured. Device history records indicate all components were manufactured and inspected to specification.